Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse discovered that the suite pc software had encountered an internal system error, preventing the application software from completing its power-on sequence. To resolve the issue, the fse reinstalled the suite pc software, restored the system backups, and verified the overall system functionality. After reinstalling the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.